Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 300 (mg/dl). The cause of the elevated bg level was unknown. Prior to contacting tandem technical support the customer changed out all supplies and delivered a bolus to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.